Manufacturer narrative:
Concomitant products: product ID: 9735825, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that there was a¿axiem box port connectivity malfunction. There was no patient involved.